Event description:
It was reported that during a procedure, this pacemaker exhibited oversensing and electromagnetic interference (emi). Additionally, this pacemaker recorded a signal artifact monitor (sam) episode which caused the minute ventilation (mv) sensor to be disabled. Multiple episodes of asystole ranging between three and five seconds were also noted due to emi oversensing. It was noted the facility was told to use a magnet but forgot to. This pacemaker remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, the conclusion code no problem detected was selected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of brady pacing not delivered when required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during a procedure, this pacemaker exhibited oversensing and electromagnetic interference (emi). Additionally, this pacemaker recorded a signal artifact monitor (sam) episode which caused the minute ventilation (mv) sensor to be disabled. Multiple episodes of asystole ranging between three and five seconds were also noted due to emi oversensing. It was noted the facility was told to use a magnet but forgot to. This pacemaker remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.